Event description:
It was reported there was a problem with the printer. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) programmer screen only showed white. The cable that goes from the display to the imposer was seated in the connector. Connector terminal found loose/detached. No fault found with the printer. The bezel was damaged. The speaker wire was pinched.